Manufacturer narrative:
Additional info:if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical resection of rectal cancer, during rectal anastomosis, there was poor stitching and it was unable to form normal "b" shape. They fixed the staple line by oversewing. They used different device to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device under the microscope displayed nicks on the knife blade. Cross cutting staple line marks were also observed on the mylar cutting ring. Visual inspection of the cut ring noted that it was partially severed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage and cross cutting staple line marks may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the partially severed cut ring may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.